Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that an rt235 infant dual heated evaqua breathing circuit failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The circuit was visually inspected, performance tested and immersed in a water bath. Results: visual inspection of the circuit revealed that the swivel wye was cracked. The circuit was performance tested and it was confirmed that the leak was outside of specification. The water bath identified the source of the leak to be the damaged swivel wye. A lot check revealed no other complaints of a similar nature for lot date 130418. Conclusion: the damage at the swivel wye was most likely caused by excessive force from the hospital staff as they were handling the circuit. All infant breathing circuits are pressure tested for leaks, and visually inspected for defects such as cracks, tears and deformation prior to leaving the production line. Those that fail are rejected. All infant breathing circuits are shipped to the customer fully assembled with one end of the inspiratory limb and one end of the expiratory limb fully inserted into the swivel wye piece, having a standard connection of 1 in 40 medical taper-fit. The user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The hospital staff correctly checked the rt235 infant breathing circuit before patient use, which is in line with our user instructions.